Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field revealed the device was stored ¿out of the box hanging¿; however, the product instructions for use warns that product should be stored in a cool, dark, dry place.

Event description:
The sheath separated into two pieces approximately 4cm distal to the hub when being removed from the patient at the end of the case. A hemostat was used to retrieve the detached portion with no consequences to the patient. The physician believes the sheath was cut by putting a suture through the shaft when doing a figure 8 closure.